Manufacturer narrative:
The other three events mentioned by the customer are captured in medwatches with patient identifiers (B)(6), (B)(6), and (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, approximately two hours into a therapeutic laparoscopic colectomy procedure the tissue pad of the device peeled off. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode at the time of the event was seal and cut: 3, seal 3. Intelligent tissue monitoring (itm) functionality was on. The customer is doubtful of the durability of the device since the facility had similar issues with the device four times this year.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was broken and it was missing from the grasping portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2. Some force was applied to the peeled tissue pad causing it to fall off. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.